Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03984. It was reported that an embolism occurred. The 80% stenosed lesions were located in the tortuous and moderately calcified left anterior descending (lad) and diagonal artery. Two unspecified synergy drug-eluting stents were utilized in a percutaneous coronary intervention using a bifurcation method. At the end of the case, a clot was noted and some of the clot had went downstream. An unspecified balloon was used to treat the clot. The patient was put on integrilin. There were no further patient complications reported and the patient status is fine post procedure.